Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("more intense pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), hypersensitivity ("allergic reaction"), tendonitis ("unexplained and recurrent tendonitis"), fatigue ("intense and continuous fatigue"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), insomnia ("insomnia"), night sweats ("night sweats"), ear pruritus ("itching and irritation of the ear canal"), skin irritation ("irritation of the ear canal"), polyp ("polyps"), ovarian cyst ("ovarin cyst"), inflammation ("inflammatory reactions"), arthralgia ("joint pain") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the outcome of hypersensitivity was unknown. No causality assessment was received for essure with regard to tendonitis, fatigue, memory impairment, disturbance in attention, insomnia, night sweats, ear pruritus, skin irritation, polyp, ovarian cyst, pelvic pain, hypersensitivity, inflammation, arthralgia or anxiety. The reporter commented: surgery planned for new removal of polyp + ovarian cyst + salpingectomy or hysterectomy if tissues are too damaged and/or adhesions. Discrepancy noted in essure insertion date: (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("more intense pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), hypersensitivity ("allergic reaction"), tendonitis ("unexplained and recurrent tendonitis"), fatigue ("intense and continuous fatigue"), memory impairment ("memory problems"), disturbance in attention ("concentration problems"), insomnia ("insomnia"), night sweats ("night sweats"), ear pruritus ("itching and irritation of the ear canal"), skin irritation ("irritation of the ear canal"), polyp ("polyps"), ovarian cyst ("ovarin cyst"), inflammation ("inflammatory reactions"), arthralgia ("joint pain") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the outcome of hypersensitivity was unknown. No causality assessment was received for essure with regard to tendonitis, fatigue, memory impairment, disturbance in attention, insomnia, night sweats, ear pruritus, skin irritation, polyp, ovarian cyst, pelvic pain, hypersensitivity, inflammation, arthralgia or anxiety. The reporter commented: surgery planned for new removal of polyp + ovarian cyst + salpingectomy or hysterectomy if tissues are too damaged and/or adhesions. Discrepancy noted in essure insertion date: (B)(6) 2023. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.